Manufacturer narrative:
(B)(4).

Event description:
The complaint states that intermittent audio output was reported. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charged and boot were performed and passed. Functional tests were performed and passed. A "try it" sound test was performed and passed. An interior visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.